Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product was returned to invamex. While no evaluation was performed, based on the picture provided the alleged issue can be clearly confirmed.

Event description:
Crossbrace has broken at a bolt hole.